Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited noise that was detected as ventricular fibrillation. Therapy was aborted before it could be inappropriately delivered, as the noise subsided. The lead was replaced on (B)(6) 2018. No further information was available.

Event description:
New information reported that the patient was asymptomatic to the noise. The lead was capped and replaced on (B)(6) 2013, and the patient was stable post-procedure.